Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was later received from a foreign healthcare provider via a company representative on (B)(6) 2024. The cause of the inability to aspirate via the cap and withdrawal symptoms was not able to be determined. The serial/lot number of the model 8731 catheter was unknown.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 8731 (serial: unknown); product type: 0184-catheter; implant date (B)(6) 2008 (approximate implant date, year known only); explant date (B)(6) 2024; ubd: unknown, UDI#: unknown . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (150 mcg/ml at 107.72 mcg/day), clonidine (38 mcg/ml at 27.289 mcg/day), and morphine (20 mg/ml at 14.363 mg/day) via an implantable pump. It was reported that the catheter was implanted 2008 at a different site. The date (B)(6) 2008 is considered an approximate date of catheter implant (specific year known only). On (B)(6) 2024, the patient was in for a scheduled pump replacement. The pump replacement occurred with no issues. The catheter was not aspirated during replacement procedure. However, within 24 hours post-operation, the patient experienced withdrawal symptoms. A catheter access port (cap) procedure was performed by the managing physician and they were not able to aspirate. A catheter revision was performed on (B)(6) 2024 where old catheter was completely replaced by new. The complete catheter was explanted. The healthcare provider had discarded the catheter. The issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history would not be made available.